Manufacturer narrative:
Other relevant device(s) are: product ID: 3389, lot# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3389, lot# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: neu_stimboot_acc, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: accessory. Product ID: 3389, serial/lot #: unknown. Product ID: neu_stimboot_acc, serial/lot #: unknown. This event was reported in the following literature article: son bc, choi jg, ha sw. Cerebrospinal fluid egress from the quadripolar deep brain stimulation electrode for anterior nucleus of the thalamus for refractory epilepsy. Asian j neurosurg 2018; 13:407-410. Doi: 10.4103/ajns.ajns_148_16. If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was reported in literature: one (B)(6)-year-old male patient with bilateral anterior nucleus deep brain stimulation (dbs) for medically refractory, bilateral occipital lobe epilepsy presented with increasing seizure frequency and a shortened battery longevity within 2 years. The patient had undergone bilateral implant in 2007 and had a favorable response for the next five years with a 55% seizure reduction. The patient then underwent implantable neurostimulator (ins) replacement in 2012. The frequency of seizures progressively increased (35% seizure reduction) in 2013, despite increasing stimulation intensity, and tonic clonic seizure developed again at the end of 2013. The right-sided ins was depleted in august 2014 and the left-sided ins depleted in october 2014. The seizure frequency then increased to pre-ant-dbs baseline. In august 2015, the patient agreed to have the second ins replacement and was admitted to the hospital for evaluation. X-rays of the skull, neck, and chest revealing the dbs hardware were unremarkable. Due to rapid depletion of ins¿s, MRI of the brain was performed to investigate the location of the lead. Axial and coronal t2-weighted MRI images revealed that the left-sided dbs lead was suboptimally placed within the third ventricle through the foramen on monro along the medial wall of the thalamus. It was noted that the lead was initially implanted in the anterior ant and the full span of the electrode lead (10.5mm) did not seem to be incorporated within the central ant. With careful inspection of MRI data, a small area of encephalomalacia around the lead could be observed, which signified local traumatic changes. Due to shortened longevity of ins¿s and modest antiepileptic efficacy, revision of the ant lead into the centromedian nucleus (cmn) was planned. Under general anesthesia, the previous frontal wound was opened, and the lead and extension were carefully dissected. Looking inside the connection boot, transparent csf-like fluid was observed. After the removal of ligatures and connector boot over the lead-extension connection, the proximal end of the dbs lead was separated from the extension connection and was carefully inspected. Drops of the csf through fine gaps between the metallic electrode contacts and the electrode spacing were observed. To check the function of the electrode with external stimulation, a new extension cable was connected to the proximal end of the dbs lead and subcutaneously tunneled. Subsequent external stimulation did not elicit an electroencephalographic (eeg) evidence of driving response in scalp eeg. Electrode revision was performed and bilateral cmn dbs was implanted. Considering the good antiepileptic efficacy during the first two years after the first ant dbs and subsequent shortened longevity of the ins, it was speculated that a shallow, anterior placement of the electrode lead in the ant exerted an antiepileptic effect, and subsequent ingress and accumulation of the csf around the lead from the lead entry site of the thalamic surface in the lateral ventricle caused the current flow to the csf space and shortened the longevity of the ins. It was uncertain if the ingress of csf through minute gaps between the electrode contact and spacing would not have happened if the dbs lead had been well placed within the ant and dm (dorsomedial nucleus of the thalamus), thus by avoiding exposure of electrode contacts to the ventricular csf. The authors stated that routine investigation of the impedance of circuit hardware had not been conducted despite regular follow-up appointments with adjustment of stimulation parameters every 3-4 months; a possible occurrence of short circuit had not been taken into account. The authors stated that it seemed that the dbs electrode lead was not waterproof because it was designed and developed for intraparenchymal use, not intraventricular placement. The following device specifics were provided: lead model 3389; extension model 37086.